Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on 10/24/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found low battery warning and replace battery warning, but no evidence of short battery life was found. The returned battery cap was unable to tighten properly on to the pump and the cap's threads were damaged. The battery compartment was found to have cracked from the threads area to the base seal. The pump powered up properly. No tactile issues were observed with the buttons. A rewind/load/prime sequence was executed without incidences. The electrical current draws were within specifications. Pump casing was opened and no anomalies were found inside the pump. The reported power issue was not verified in the black box or duplicated in the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. Reportedly, the battery life was less than expected. It was reported that the battery compartment was cracked with no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.